Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient was noted to have corrosion on both power leads. The log files did not show any unusual events and the equipment appeared to be functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿corrosion noted on both power leads¿ could not be confirmed through this evaluation. The submitted log file did not capture any alarm events. The system operated within the patient stored speed value (5,900 rpm) and low speed limit value (5,600 rpm) for all events. It was noted the log file was retrieved from system controller (serial # (B)(6). Multiple attempts were made to obtain additional information from the customer regarding the return status; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 20jun2018. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.